Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t¿s would not secure. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: not advancing the needle into the outer meniscal fragment, bisecting the fragment, until the implant pops through the meniscus. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the surgeon punctured the meniscus in order to pass t2, and when we made first shot, it immediately jumped and did not remain in the meniscus. Unknown if a backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.